Event description:
During the atrial fibrillation procedure, the ablation catheter was unable to communicate with the generator which caused a delay. The cables were exchanged which did not resolve the issue. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.